Event description:
It was reported that the patient had complications after implant surgery and prior surgery or anxiety and was in ICU. In transit from different department to other facility the patient's programmer was lost.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, implanted: (B)(6) 2013. Product type: programmer, patient: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).